Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent a procedure for the treatment of her pelvic organ prolapse and other symptoms. The pt suffered pain, injury and will likely undergo corrective surgery.